Manufacturer narrative:
Correction - h6 (health impact code).

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar collapse. It was believed it was due to screw remove hole and a cyst.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar collapse. It was believed it was due to screw remove hole and a cyst.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: talar component loosening and subsidence due to osteonecrosis and cysts of the talus (poor bone quality and status after subtalar arthrodesis). Patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.